Event description:
Customer's father reported that they had received calibration error alerts. He reported that the sensor readings have activated the threshold suspend when the blood glucose reading was at 130 mg/dl. The threshold suspend was set to 70 mg/dl. He stated that the sensors were not accepting his calibrations. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.